Event description:
A bard denali ivc filter from right femoral vein approach incompletely deployed as the deployment sheath was retracted. The bard denali filter was tilted and incompletely deployed secondary to a faulty deployment mechanism. As a result, a second ivc filter needed to be placed above the filter by jugular approach as the denali could not be retrieved. Follow up CT demonstrated no complication such as cava perforation. Reason for use: pe/dvt.